Manufacturer narrative:
A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested and was determined to be acceptable. This report is being filed based on the analysis of the sample returned on 10/9/2017. As received, the specimen consists of one-1 safari 300 cm sml crv; returned coiled, loose and double-bagged within "zip-lock" style poly biohazard pouches. The specimen presents multiple regions of offset/overlapping coil wraps, stretched coil wraps and bend/kink damage scattered over the length of the device. The offset overlapping coil wraps result in localized oversized diameters to .04685" with scraped and missing ptfe coating in these areas. No other damage or inconsistencies are noted to the specimen at this time. Both joints appear to be correct and intact by visual examination and by non-destructive testing. Except where noted, the specimen device appears visually and dimensionally correct. It is not possible to assign a definitive root cause for the event as reported. As noted in the complaint narrative the damage was noted after removal of the wire. Based on the evidence presented by the sample and the information provided by the supporting documentation, clinical and/or procedural factors appear to have impacted on the event as reported. A follow-up medwatch report will be submitted if additional information is received.

Event description:
As reported: "safari wire used for tavr procedure. While delivering wire through access sheath resistance was felt and wire could not be advanced. Wire was remove, and on inspection at least 2 areas on the wire were identified where the wire appeared raised/damaged. The wire was set aside and another wire was used to complete the procedure. The reporter was not aware if it was another safari wire or competitor wire that was used to complete the case. No adverse patient outcome was reported because of this incident."